Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately high at 3am on an unknown date when the patient obtained an alleged inaccurately high blood glucose result in the "500's mg/dl" on the subject meter and results in the "100-200's mg/dl" on a onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that "6 hours" after the alleged inaccuracy occurred, the patient developed a "seizure". She reported that the patient self-treated her symptoms with "food and/or drink". At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site. The reporter was unable to confirm whether the patient's testing steps had been correct. She was unable or unwilling to perform a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurately high blood glucose readings on the subject meter and developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.